Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failure (variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 67 mg/dl. The troubleshooting was performed and they were able to clear the alarm but did not receive request to rewind pump. The customer stated that the self test was performed and the pump alarm was cleared in the self test. The device will be returned for the analysis.